Event description:
It was reported that surgeon was inserting a 24.0 diopter single piece silicone lens using a msi-tr injector and the lens tore due to the injector, there was patient contact but no patient injury.

Manufacturer narrative:
The product pertaining to this complaint was not received however, the lens was returned and a visual inspection shows the optic and a haptic is torn. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation. Evaluation: conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge to directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.